Event description:
Caller reported a cgm error 42 for a g7 sensor. After conducting a pump reset as guided by technical support, it was confirmed that the error did not reappear. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after the reset.